Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 45 mg/dl and 40 mg/dl. Customer stated that the insulin pump did not suspend when customer was on manual mode and they suspended the delivery. Customer stated that the meter was not working. Customer stated that they was low but the insulin pump did not stop giving them insulin. The device will not be returned for analysis.